Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe integra 3ml w/ndl 25x1 rb had the plunger rod collapse and the needle break. The following information was provided by the initial reporter: "it was reported by the consumer the plunger collapsed into the barrel too quickly and the needle was stuck in his leg after the injection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe integra 3ml w/ndl 25x1 rb had the plunger rod collapse and the needle break. The following information was provided by the initial reporter: "it was reported by the consumer the plunger collapsed into the barrel too quickly and the needle was stuck in his leg after the injection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-02-01. H6: investigation summary two loose 3ml integra syringes (p/n 305270) were received and evaluated. The syringes were both disassembled and the plunger rods had been activated. Two needles and their hubs were present, one was inside the activated plunger, and one needle was still connected to its hub. Since the samples received did not display the reported condition a potential root cause could not be defined, and corrective actions are not necessary. Unused physical samples are needed to perform functional testing to confirm the defect. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd syringe integra 3ml w/ndl 25x1 rb had the plunger rod collapse and the needle break. The following information was provided by the initial reporter: "it was reported by the consumer the plunger collapsed into the barrel too quickly and the needle was stuck in his leg after the injection."